Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There is a temporal relationship between one pd treatment with the liberty select cycler and the patient¿s hospitalization for hypertensive crisis and hypervolemia (characterized by edema and dyspnea). However, there is no documentation or allegation of a liberty select cycler malfunction that caused or contributed to the patient¿s event. The patient¿s hypertensive crisis was secondary to hypervolemia from insufficient dialysis as the patient was transitioning from hd to pd therapy. Moreover, the patient did not have any hd treatments for 5-6 days prior to the event. Subsequently, it was discovered the patient had peritoneal membrane failure which may have also been a contributing factor in the patient¿s hypervolemic event.

Event description:
It was reported that a patient with end stage renal disease (esrd) on dialysis was hospitalized for fluid overload. The patient was predominantly a hemodialysis (hd) patient; however, they had a last recorded hd treatment approximately 5-6 days prior to hospitalization due to recently moving. The patient was also in the process of transitioning to pd therapy and it was recorded the patient had one pd treatment in the pd clinic; however, the patient had not been formally trained to do home pd therapy. Subsequently, the patient presented to the emergency room (ER) with complaints of shortness of breath (dyspnea) and edema in their legs and face. The patient indicated that they noticed increased edema since their last hd treatment and reported feeling that the pd treatment was not enough. The patient also reported they did not take all their medications since their move. Upon medical assessment in the ER, the patient was found to be in hypertensive crisis (blood pressure 227/158) due to fluid volume overload (hypervolemia). The patient¿s hypertensive crisis was secondary to hypervolemia and possible non-compliance with medications. The hypervolemia was associated with insufficient dialysis as the patient was transitioning from hd to pd. The patient was admitted to the hospital and underwent hemodialysis (unknown products) which improved their symptoms and blood pressure. The patient was also initiated on intravenous (IV) nicardipine for hypertension for a short duration and successfully weaned off and restarted on oral antihypertensives. Additionally, the patient¿s ionized calcium level was mildly low (3.0) which was attributed to status post parathyroidectomy and non-compliance with calcium supplements. The patient was discharged home and continuing outpatient hd and plan to transition to pd therapy alternating between 4.25% and 2.52% pd solution for optimal ultrafiltration (uf).